Event description:
Procedure: total gastrectomy. According to the reporter: the anvil was set in the esophagus. After that, the surgeon attempted to connect the anvil to the stapler, but could not since the legs of the anvil were spread. The esophagus was excised and the anvil was removed. New eea was opened to complete the procedure. No bleeding. Tissue damage: unk. There was unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes. No reinforcement material used. The surgeon commented it was possible the legs spread upon removing the white trocar.

Manufacturer narrative:
(B)(4).